Manufacturer narrative:
D10 concomitant products: e1455nsb, e1455nsb b the edge ent/ima electr x50 (lot #: 243160274r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the protective coating on the bovie tip was compromised, which resulted in a burn to the patient. The facility stated that the tip was not insulated. During use of the bovie generator, surrounding tissue was burned in 2-3 spots along the patient's incision, causing minor burns to the epidermis. This led to a delay in the procedure of approximately 3 minutes and required the use of additional resources. The affected tissue was addressed by the physician without further issues to the patient. It was noted that a second package also had an affected bovie tip but was not used on the patient.